Event description:
It was reported that when connecting the cuff port and the pressure gauge, it is not fixed and bounces off, so accurate pressure measurement is not possible. Tested it to replace it with another product and the same problem occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device serial number/lot number and PMA/510k are unknown, no product information has been provided to date. No lot number provided, no fault found. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample appeared to be in good condition. Functional testing found that the inflation valve stayed fully connected to cuff inflator luer slip port - no disconnection as reported by customer was observed. There was no fault found. Manufacturing device history record review could not be conducted because no lot number was provided.